Event description:
The customer reported tha the system would not start up. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or delay associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.